Event description:
A report of the patient experiencing heart attack like symptoms after being implanted with the precision system was received. The hospital used a defibrillator several times on the patient. The doctor felt the heart attack symptoms were caused by the patient being taken off her plavix medication for 10 days prior to implantation.